Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor memorygel 728cc gel implant, catalog number 3504254bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor memorygel 425cc gel implants which the left side deflated after implantation. The issue was discovered during surgery. As a result patient underwent bilateral removal on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, two devices were returned for analysis. The gel contained in both device appears clear. Red and yellow material was observed within the device b. White material was observed on the shell surface on device a and white with yellow material on the device b. On device a mentor product analysis lab discovered parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. On the other hand, device b was noticed a rent measuring approximately 2.0 on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red, white and yellow material found on both devices. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updates done on (B)(6) 2019; device evaluation summary upon receipt by mentor, two devices were returned for analysis. The gel contained in both device appears clear. Red and yellow material was observed within the device b. White material was observed on the shell surface on device a and white with yellow material on the device b. On device a mentor product analysis lab discovered parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. On the other hand, device b was noticed a rent measuring approximately 2.0 on the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the red, white and yellow material found on both devices. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/19/2019. Mentor became aware that the suspect device was unknown gel device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor acknowledge that the initial report had informations that were mistakenly reported, the suspected devices are unknown saline devices and patient underwent bilateral removal and replacement as follow: left replaced with catalog number 35042543c, serial number (B)(4), and right replaced with catalog number 35042543c, serial number (B)(4). Based on the information, mentor estimated the date of implantation on (B)(6) 1993. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).